Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2016 with the following findings: investigation revealed an intact keypad cover with intermittently responsive up, down and contrast buttons. Upon removal of the keypad cover, contamination was found under all contacts. The pump was opened up and the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down and up arrow buttons were under-responsive to user presses. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.